Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot number required to review the device history records was not provided. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 9 years of implantation. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised to address polyethylene wear.